Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker lead implant procedure, the physician was unable to pass the stylet through the lead. The lead was tested once removed from the patient's body and a wire was eventually passed through the lead. It was noted that there was a dark blue substance on the wire. The physician was unsure if the blue substance was a shroud of sterile towel or components from the lead's inner lumen and opted to replace the lead. The procedure was completed without further incident. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of difficulty inserting the wire and foreign material found in the lumen of the lead could not be confirmed. Final analysis found the complete lead was returned in one piece measuring 86.0 cm. The stylet and guidewire could be fully inserted and removed from the lead with no obstructions observed. Analysis was normal. No anomalies were found.